Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of lv capture was observed during follow-up in clinic. The patient felt pre-syncopal during lv capture testing with period of asystole of approximately 4 seconds. Patient did not want to continue testing and wanted to leave so no programming changes were made. Chest x-ray and further device check was recommended. No additional update was available.